Event description:
On (B)(6) 2013, the MFR received an email stating that the ventilator pressure will not rise above 20cmh20. An incident questionnaire was sent to the distributor to obtain additional info. On (B)(6) 2013, the MFR received the incident questionnaire back from the distributor. The following documentation was provided: the event occurred during clinical use. After 10-12 hours of use the ventilator started alarming alerting that there was a peep rise and inspiratory pressure issue with the device. The pt was removed from the device and placed on a different ventilator. At some unk point in time the pt expired.

Manufacturer narrative:
Per the info provided, the ventilator has not been overhauled. The MFR recommends that the ventilator be overhauled every 2 years. The device is 4 years old. The MFR has made attempts to obtain additional info regarding the event, the pt and the pt's death. A response has not been received. Additional f/u attempts will continue. A f/u MDR will be submitted.